Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein new leads were added and the patient was doing well postoperatively. The ipg remains implanted in patients body.